Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The explanted device was not returned to the company. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The recipient's device was explanted. The recipient was implanted with another advanced bionics cochlear device on the contralateral side. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly explanted due to electrode extrusion.